Event description:
I dr. (B)(6) have been using ahmed glaucoma valve for the last 13 to 14 years in my so many years of implantation for varied indications, I have never come across a sub optimal lowering of eye pressure for any indication and any route of implantation however, for a case of neovascular glaucoma operated last week I am facing a unique problem the intraocular pressure of the patient did not reduce even for a single day post uneventful sulcus implantation, in spite of all the due diligence being followed. Similarly, as per the last decade in fact we have implanted 3 more in last 2 weeks after discussions with colleagues, it was decided to try and flush the agv in situ with a slow push of irrigating solution in order to try and open up the implant again however, this also did not yield any results with the intraocular pressure being put at the preoperative levels the only condition that remains is that of primary valve malfunction that has to be considered we are contemplating replacing the existing implant by a fresh one to see the effect kindly make arrangements to replace the used implant and conduct studies to find any issues with the current one we would be happy to give the explant implant to carpel medical , who shall then hand it over to you as per due procedure thanking you.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop as reported by customer could not be replicated or confirmed.